Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products - persona ps standard femur # 42500606001 lot # 62759566; persona ps articular surface # 42511400514 lot # 62214542; nexgen all poly patella # 00597206529 lot # 62862188; unknown palacos bone cement. Multiple MDR reports were filed for this event, please see associated reports : 0001822565-2017-07694. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was repored that the patient underwent a revision surgery approximately 1 year post initial surgery due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.